Manufacturer narrative:
Weight, ethnicity, race-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -14.0/+1.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same length different model lens due to refractive surprise. The problem is resolved. The cause of the event is reported as user error: the surgeon swapped the lenses for the left and right eye and implanted the incorrect lens. The lens was changed for the od eye, which was astigmatic and had poor quality of vision.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).